Event description:
It was noted that prior to the device battery change procedure, episodes of noise reversion were detected on the right ventricular (rv) lead. The physician decided to cap and replaced the rv lead. There were no adverse health consequences, the patient was stable.